Event description:
Doctor borms reported to sales representative that he has two patients who got an accolade with mitch (big ball). He further reported that in both cases, the stem has got loose. He states that there are also patients with upper leg pain. According to the surgeon, there might be quick impingement because of the big ball and due to strong forces on the femur, it does never take root or gets loose."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.